Event description:
It was reported that a novum iq syringe pump alarmed downstream occlusion multiple times. This was observed during patient infusion on the neonatal intensive care unit (nicu). The patient was infusing ancef along with 1.5ml/hr maintenance fluid at the time of the event; the ancef infusion kept indicating downstream occlusion. As a result, the pump sensitivity was changed to high. There were no issues identified with the line, going each into a triple connector with one extra port. The continuous infusion was stopped so the ancef could infusion and then the continuous fluids were resumed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A2: patient was pediatric. D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.